Event description:
Surgeon attempted implant of suture anchor 2 times. Both times the anchor broke. All components were retrieved. Another suture anchor was used and case completed. No harm to the patient.what was the original intended procedure?arthroscopy- knee.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.